Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 500 mg/dl. The customer was treated with insulin pump. Customers blood glucose down to 380 mg/dl. The customer declined troubleshoot for high blood glucose. Customer has been using insulin pump system within 48 hours of reported high bg event. The insulin pump will not be returned for analysis.